Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Medtronic (covidien) received information that after flow diversion treatment of a left supraclinoid aneurysm, a clot developed inside this flow diversion device. It was reported the patient¿s pru (p2y12 reaction unit) was in the mid 130¿s at the time of the procedure. It was also reported that the patient was given a half dose of integralin and placed on a six (6) hour integralin drip. There were no adverse patient effects reported. The patient was discharged home and follow-up angiographic results documented complete occlusion of the aneurysm.